Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is expected but has not yet been returned to fisher & paykel healthcare in (B)(4) for evaluation. We will submit a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the gas outlet port of a rd900 neopuff infant resuscitator was broken. There was no reported patient involvement.

Event description:
A healthcare facility in texas reported that the gas outlet port of a rd900 neopuff infant resuscitator was broken. There was no reported patient involvement.

Manufacturer narrative:
Ps292993 method: the fascia and the valve system of the complaint rd900 neopuff infant resuscitator were returned to fisher & paykel healthcare in new zealand for evaluation. Our investigation is based on the visual inspection of the returned components. Results: the inspection confirmed that the gas outlet port was damaged. Conclusion: it is most likely that the damage to the neopuff was caused by physical impact. The neopuff unit is a portable reusable device which can be susceptible to impact damage. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged the manometer and valve system should be performance tested. All neopuff devices are assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. We note that the subject neopuff device is approximately four years old. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.